Manufacturer narrative:
Upon further review the manufacturer suspect medical device 3. Manufacturer name, city, and state and section. Manufacturing site was incorrect: from abbott, (B)(4). MDR number 1415939-2019-00008 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated architect ca 125 results on one patient. The results provided were: (B)(6) 2019 on serial number (B)(4) = 53.4u/ml / on sn (B)(4) = 14.3u/ml; repeated on (B)(6) 2019, sn (B)(4) = 55.2u/ml / on (B)(6) 2019, sn (B)(4) = 51.6u/ml; second sample drawn tested on (B)(4) = 42.1u/ml / (B)(4) = 25.9u/ml; on another architect analyzer at a different site = 28u/ml. There was no reported impact to patient management.